Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. Part and lot numbers are unknown; therefore, compatibility cannot be confirmed and a product history search could not be conducted. Post-operative notes were provided and indicate continued patient pain. Surgical notes were provided. Based on the surgical notes for the revision surgery, it is inconclusive whether the surgical technique was followed. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
The devices were not returned, as they remain implanted in the patient. Therefore, the condition of the implants is unknown. Post-operative notes from (B)(6) 2011 indicate that the patient continues to have pain in the left knee after a revision surgery on (B)(6) 2010; this was the patient¿s second revision of the left knee. The operative notes from the revision surgery on (B)(6) 2010 indicate that the femoral component was revised due to loosening, and that it was replaced with a nickel-free lcck femoral with a 20mm x 100mm intramedullary stem. The operative notes also state that the tibial tray was intact, but the articular surface was revised to a 17mm lcck articular surface. The operative notes indicate that the components provided good stability and excellent kinematics through a full range of motion. No more information is available at this time. A definitive root cause cannot be determined with the information provided.